Event description:
Patient was undergoing coronary angiography, very tortuous vessels. Angioplasty of the distal rca was performed using a 2 wire technique. Angioplasty was performed using abbott trek 2.25 x 12 mm balloon. Trek balloon inserted and inflated to 28 atmospheres of pressure. Burst rated 17 atmospheres of pressure. When balloon was withdrawn it was noted that the distal portion of the balloon had dislodged in the pda and was obstructing flow. Patient was taken to surgery for emergent bypass. Manufacturer response for coronary angioplasty balloon, trek (per site reporter), unknown.